Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the implantable cardiac monitor implantable cardiac monitor (icm) experienced undersensing of qrs complex leading to false atrial fibrillation (af) detections. The icm remains in use. No patient complications have been reported as a result of this event.